Event description:
Customer received a control test of over 200 mg/dl. The approximate general range for the normal control test is 90-125 mg/dl. The customer declined to troubleshoot and would not give any additional info. No product was sent and no product is expected to return for evaluation.

Manufacturer narrative:
Customer would not provide product info. It's not possible to determine the manufacture date without the meter info.